Event description:
I had mentor smooth saline breast implants put in 2012. From then until removed them in (B)(6) 2017, I thought I was going to die with 50+ symptoms. I couldn't be a mother to my children. I had breast implant illness. I was always laying down, confusion when talking , extreme joint pain all over body 24/7, developed an oversized goiter with nodules on my thyroid, diagnosed with multiple autoimmune disease raynaud¿s, rheumatoid arthritis, lupus etc, diagnosed with chronic lyme disease (have never been bitten by a tick), heart issues with palpitations that last over 50 minutes, heart skipping beats, extreme migraines, tingling and numbness in limbs, couldn't go upstairs in own home without sitting at top and crying because of being so exhausted, chronic suicidal thoughts, depression, trouble swallowing, extreme anxiety, extreme poor memory, extreme pain in both breasts, ringing in ears, clicking /popping noise in ears when swallow, developed food allergies, extreme fatigue to where I would fall asleep mid-sentence with my children and husband, and so much more. My husband and I have over (B)(6) in medical bills and labs that we cannot pay because of trying to figure out what was wrong with me with all types of health specialist finally I saw a very expensive functional medicine doctor who told me to immediately remove my implants. My insurance did not cover it. I paid thousands of dollars to go out of state and have my implants removed along with a breast lift I had to have because of what the implants did to my breasts. I was given the implants back in a surgical bag and after about 6 months - they still inflated but the saline was completely empty. There was a leak in them. I was diagnosed with high inflammation and high mold toxicity in my body. My doctor believes it is all due to the breast implants and so does everyone I know. How am I going to get my money back for all of this? It robbed me of my life for 6 years. Almost caused a divorce because of how hard it was on my husband to be raising our kids basically on his own while I was struggling emotionally, physically, mentally, and in so many other ways. Please help me with getting my money back and helping me and my family for all that we had to go through and are still going through. Most of my symptoms went away but I still deal with others like chronic joint pain, enlarged thyroid+ nodules that may be cancerous, off and on fatigue, migraines and heart issues. I have proof in labs showing with implants I was cdc positive for lyme with 7 positive bands and once implants removed, I had 1 positive band (of course the one that states that I will have chronic lyme disease forever) all because of my breast implants that were deemed ¿safe¿ by FDA and all doctors selling them. So frustrating and depressing. I want help. I want answers. I want implants to not be allowed. I want my money back plus to be paid for all myself and my family went through and continue to go through. Please help. I believe I will need a CPAP machine because I think I have developed sleep apnea.